Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6)2026, it was reported that at around 11 a.m., the patient began experiencing dizziness while receiving a cgm alert indicating high egv (no specific value was not documented). The patient drank water. Despite these efforts, the symptoms persisted throughout the day. By 4 p.m., with no improvement, the patient asked his child to call an ambulance. Emergency medical responders arrived, but the patient was unable to recall the exact treatments provided by the emts before transport. Upon arrival at the emergency room, testing showed a fingerstick of 500 mg/dl, while the egv was 389 mg/dl. The patient was treated with IV fluids and started on an insulin drip. He was subsequently admitted to the hospital after being diagnosed with dka. During the call, he was still in the hospital and reported feeling better, but has not yet been given a discharge timeline. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.